Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported to the field service engineer (fse) that there was no communication available from the gantry microphones and the pt could not be heard by the operator. The field service engineer (fse) determined the cause was from the fse not connecting the microphone/speakers cable after a preventive maintenance from the day before. There was no report of harm to a pt, operator or bystander.